Manufacturer narrative:
(B)(4).

Event description:
It was reported "the anti-contamination caterpillar sleeve detached". Additional information states that the catheter was not removed or replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc; the hub of the teflon sheath was connected to the hemostasis cuff and clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The cathgard was noted no longer connected to the bifurcate hemostasis cuff. It could not be confidently determined what caused the cathgard to be disconnected from the bifurcate hemostasis cuff. No damage or abnormalities were noted to the bifurcate hemostasis cuff. A bend to the iabc central lumen was noted at approximately 72.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 73cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "anti-contamination caterpillar sleeve detached" is con-firmed. The cathgard was noted no longer connected to the bifurcate hemostasis cuff upon receipt of the sample. It could not be confidently determined what caused the cathgard to be disconnected from the bifurcate hemostasis cuff. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the cathgard disconnection. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the anti-contamination caterpillar sleeve detached". Additional information states that the catheter was not removed or replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".